Event description:
Customer reported the image on the right monitor is too dark. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the monitor settings. System operates as intended.